Event description:
Customer reported a high blood glucose level indicated as "high" from both their cgm and bg meter. There was no adverse impact to the customer¿s blood glucose level specified. Customer addressed the high level with a correction injection using mdi.